Manufacturer narrative:
This type of event is addressed in the device labeling code # 1738.

Event description:
This seven-year-old cochlear implant recipient from the united kingdom developed meningitis around (B)(6) 2006, almost 3 years after receiving her nucleus cochlear implant. The pt experienced symptoms of meningitis after an ear infection in the implanted ear. Additional info regarding risk factors, the causative agent, and vaccination history will be provided to FDA, upon receipt.